Event description:
Information received a smiths medical cadd legacy 6500 pump alarmed no disposable and clamped tubing. The consumer was able to resort to back up pump and no further issues with another device. No patient injury.